Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that refrigerator failed to unlock error. A field service engineer replaced the latch and cable to resolve this issue. Field service stated that there was a delay in dispensing workflow and door was failed when user tried to dispense the medication to patient. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a pyxis medstation es remote manager system refrigerator door was failed. The customer stated that this issues obtaining refrigerated medications for half the patients on the floor. There were no adverse events or injuries reported based on this event.